Event description:
Additional information was received from the manufacturer representative. The representative reported all of the volume discrepancies that were recorded. It was stated that they must have misspoke as when 5 was stated. There was not any further information regarding the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The indication for use was non-malignant pain. Since (B)(6) 2015, the health care provider (hcp) had noted there had been volume discrepancies where the expected reservoir volume (erv) was less than the actual reservoir volume (arv). There were "five refills with volumes noted." Erv 2ml, arv 0ml. Erv 3.7ml, arv 1.5ml. Erv 1.8ml, arv 0ml. Erv 1.6ml, arv 0ml. The manufacturing representative did not believe this could be related to a pocket fill. The discrepancy was not a result of a programming error. The patient was asymptomatic. The hcp continued to monitor expected vs actual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.